Event description:
The lay user/pt contacted lfs on (B)(6) 2010 alleging inaccurate high readings on their one touch ultra2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that they obtained a result of 396 mg/dl and 602 mg/dl on (B)(6) 2010 at 4:11 pm. The lfs meter reads only up to 600 mg/dl, anything above 600 mg/dl would display a result of "high glucose." The pt then tested less than 30 minutes later on another ultra meter and obtained a 340 mg/dl. Approximately 1.5 hours later, the pt felt shaky, sweaty and claimed they were hypoglycemic. The pt self-treated with more food/drink. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips passed using the control solution. Products were replaced. No further clinical info was provided. It would have been helpful to know the pt's blood glucose prior to the event and her diabetes regimen. It would have been also helpful for the pt to verify the alleged 602 mg/dl result she claimed she received on her meter. The complaint is being reported since the pt alleged that due to the elevated readings, she developed symptoms suggestive of a serious injury an hour and 30 minutes later and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.